Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to user/procedural error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information: b4.

Event description:
It was reported that, during a trauma surgery while the instrument was outside of the patient, the d-rad ti 2.4mm x 12mm ctx scr t7 s-t was contaminated when opening the container. The procedure was successfully completed with no significant delay using a smith and nephew back up device. Patient was not harmed.

Event description:
It was reported that, d-rad ti 2.4mm x 12mm ctx scr t7 s-t was contaminated when opening the container. It is unknown whether the event happened during surgery and if there was patient involvement.